Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that wires on the transformer of a power supply in a fresenius 2008t hemodialysis (hd) machine showed signs of heat damage. This issue was found during troubleshooting after the machine initially failed the electrical safety test during preventative maintenance (pm). The biomed stated that the wires located at the bridge rectifier appeared discolored. The transformer did not appear charred, melted, or blackened. The biomed did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the damage found to the transformer on the power supply. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the transformer on the power supply. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the power supply, which resolved the issue. The machine has been returned to service. The biomed confirmed that the part is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.